Manufacturer narrative:
The field service engineer (fse) conducted a site visit and was able to confirm the error from the printouts and reproduce the error by powering the analyzer off and on. Customer also reported the touch screen of the display was non-responsive. The fse was able to confirm this by trying to select items on the touchscreen and did not get any response. The fse discussed problems with the lab manager and suggested that the initial quote was low and may need to be raised. Customer decided as they already were in the plans to discontinue using this analyzer to not proceed with the repair. Complaint not resolved per customer's request. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from 01may2020 through aware date 01jun2021. There were no similar complaints identified during the searched period. The aia-360 operator's manual under section 7-1: list of error messages states the following: [5031] csum error (result) description: assay result checksum error. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event is unknown as the issue was unresolved. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer reported a 5031 csum error (result) assay results checksum error. The touchscreen does not work. The power was reset and the issue remains. The aia-360 analyzer is down. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting cardiac troponin I (ctnl2) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.